Event description:
It was reported from an anonymous source that the femoral canal tip is separating from the device although not completely snapping off. No further information is available at this time.

Manufacturer narrative:
Device evaluated by MFR : not available.